Event description:
The rptr stated that the stopcock plug came out of the stopcock body. There was no pt injury or treatment associated with this event. This event was reported to medex med in england.